Manufacturer narrative:
Occupation is lay user/patient. The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 397393) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 10:09 p.m. The meter result was 3.5 inr and at 10:14 p.m. The meter result was 2.2 inr. On (B)(6) 2019 at 10:01 p.m. The meter result was 3.9 inr and at 10:04 p.m. The meter result was 2.2 inr. For each event, the result of 2.2 inr was reported to the patient's healthcare provider. The patients therapeutic range is 2.0-3.0 inr and test weekly. The patient is currently stable and improving.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Donor 1 inr: 1.8 inr, donor 2 inr: 3.2 inr. Donor 1 hct: 41%, donor 2 hct: 44%. Testing results: donor #1: retention meter and master lot strips: 1.9 inr, customer meter and customer strips: 1.8 inr. Donor #2: retention meter and master lot strips: 3.2 inr, customer meter and retention strips: 3.2 inr. The maximum difference between measurements with the same blood sample was 0.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.